Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 7: reference MFR report #1627487-2019-02193. Reference MFR report #1627487-2019-02276. Reference MFR report #1627487-2019-02278. Reference MFR report #1627487-2019-02279. Reference MFR report #1627487-2019-02283. Reference MFR report #3006705815-2019-00577. It was reported that the patient is not experiencing effective stimulation. Troubleshooting was attempted to no avail. As a result, surgical intervention was undertaken to explant the system.

Event description:
Device 2 of 7: reference MFR report #1627487-2019-02193. Reference MFR report #1627487-2019-02276. Reference MFR report #1627487-2019-02278. Reference MFR report #1627487-2019-02279. Reference MFR report #1627487-2019-02283. Reference MFR report #3006705815-2019-00577.